Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 2 months after the dental implant was installed in intraoral region 18#, its non-osseointegration was observed. In addition, 50 ncm of primary stability was achieved, the patient presented bone type ii, immediate load procedure was performed, bone graft was executed and trauma over the implant has occurred.